Event description:
According to the information received, an end user has a passage from her navel to her bladder which allows her to catheterize through her navel. After one episode of catheterization the user could not withdraw the catheter. The user sought medical intervention in which an x-ray was performed, but revealed no explanation of the stuck catheter. A nurse removed the catheter using force which resulted in bleeding from the navel. A urinary infection followed resulting in antibiotics. The user recently experienced the same problem in which the catheter got stuck and forceful removal resulted in bleeding from the navel. A nurse was contacted regarding this second incident; the nurse stated to watch for infection.

Manufacturer narrative:
Product was returned for testing. A friction test was performed and the catheters were found to be within specification. Based upon the performance testing of the returned product, this event cannot be confirmed as reported.